Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the staples did not lock properly. The surgeon manually sutured to complete the procedure. No pt injury reported.